Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
Related manufacture reference number: 2017865-2023-15892, related manufacture reference number: 2017865-2023-15894. It was reported that the patient presented in clinic, symptomatic of infection. Opening of pocketed noted amount of pus and fluid. The implantable cardioverter defibrillator system was explanted on (B)(6) 2023. The patient was in stable condition.